Event description:
Additional information received reported the patient was still having concerns regarding their device or therapy, but they were working with their healthcare professional or a manufacturing representative. The patient had an appointment on (B)(6) 2014 and had a follow up appointment scheduled for (B)(6) 2014.

Manufacturer narrative:
Concomitant medical products: product ID 74002, lot# n315809, implanted: (B)(6) 2012, product type: adapter; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3998, lot# l52039, implanted: (B)(6) 1998, product type: lead; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 7495-51, serial# (B)(4), implanted: (B)(6) 2001, product type: extension; product ID 3998, lot# l52039, implanted: (B)(6) 1998, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was seen in clinic on (B)(6). The patient noted that a previous reprogramming had worked well for them and they were getting good coverage and good relief at the time of the report. There would be no revision surgery necessary.

Event description:
It was reported that 30 days prior to the report the patient began to notice change in their stimulation. The stimulation was intermittent on program 1 but does not happen on program 2. The feeling the patient experiences is the stimulation sensation intermittently going up and down however the patient said it could be turning on/off but they are not sure which it is. The patient noted they will be still and then it will give them a sudden blast and sometimes it will come and go. When this occurs the patient does not have to turn the implantable neurostimulator (ins) back on with the patient programmer or implantable neurostimulator recharger (insr). After meeting with their health care provider (hcp) there was it was confirmed the leads were involved in the event and an open circuit and contact issues were seen. There was no action taken to resolve the issue but in the future there may be a lead revision. No interventions or outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.